Event description:
Last october 11, I went to (B)(6) at (B)(6) for under eye filler and chin filler. I had an allergy effect and after 2 weeks still swollen. I complained already to the owner, (B)(6). I found out the filler they injected which is stylage is not FDA approved. They don't have any license I asked the name of the dr they don't want to give me. They don't have receipts. I just pay them (B)(6). Now, after 3 weeks almost I still have pain in my chin and it's swollen. Unlike restylane and juvederm after 2 weeks I didn't have any side effect. I want to report this entity that they do fly by night and no receipts and no dr to administer the procedure. No paperwork and stuffs. Pls help.